Manufacturer narrative:
(B) (4).

Event description:
The patient had a fall the first week of (B) (6) and was unable to charge the device 5-7 days later. She had not been able to charge the past four months and the patient programmer would also not communicate with the ins. The ins was overdischarged. Further information is being requested at this time.